Manufacturer narrative:
Report associated with medwatch mw5182960 received 23feb2026. According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported uncommanded bolus. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not reported. Omnipod software app version: data not reported. Operating system: data not reported. Hardware: data not reported. Cgm sensor type: data not reported. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while on a flight, the patient's insulin on board (iob) was at 0 units and the device was set to manual mode. The patient ingested 15 grams of carbohydrates while their blood glucose level was recorded at 138 mg/dl, accompanied by a single downward arrow. Subsequently, the patient consumed another 15 grams of carbohydrates, with their blood glucose dropping to the 80 mg/dl range and showing double downward arrows. The patient reportedly performed a fingerstick test, which revealed their blood glucose to be in the 70 mg/dl range. At that moment, the patient ingested 30 grams of carbohydrates. They reported experiencing hypoglycemia as their blood glucose levels continued to fall. In total, the patient consumed 89 grams of carbohydrates, and two hours later, their blood glucose was measured at 178 mg/dl. The patient estimated that they received 8 units of unrequested insulin, calculated based on their insulin-to-carbohydrate (I:c) ratio of 1:11 and the consumption of 89 grams of carbohydrates to elevate their blood glucose.